Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. The reporter stated that the pump display screen was blank. The pump allegedly continued to emit audible tones. It was also reported that moisture was visible behind the display lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 04/30/2014-device evaluation:the pump has been returned and evaluated by product analysis on 04/17/2014 with the following findings:during a visual inspection of the pump, moisture was observed behind the display lens. Evidence of moisture ingress was also observed on the underside of the battery cap, and the battery compartment was found to be cracked. The pump casing was also cracked near the display. During testing, the pump powered on with audible tones and vibration; however, the display screen was blank. A leak test was performed and confirmed a leak at the crack in the pump casing near the display. The pump case was removed and further evidence of moisture ingress was found on the display flex and other internal components.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).